Manufacturer narrative:
D3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue cannot be established. Pd-anticontamination sleeve (separation, torn): the cause cannot be established.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The sales representative reported that the patient remains on support. The sales representative further indicated that the device will be returned to the manufacturer upon explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella 5.5 support, the device position migrated deep into the papillary muscle, which was associated with ventricular arrhythmias and suction alarms. The device was successfully repositioned under echocardiographic guidance, after which the arrhythmias and suction alarms resolved. During continued support, a discrepancy of approximately 30¿40 mmhg was observed between the impella aortic placement signal and the patient¿s arterial blood pressure measurements. The device remained in use following repositioning. At the time of writing this report, the patient continues to be supported by impella 5.5. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
D6b. Explantation day, month and year.

Manufacturer narrative:
The arrythmia and the device in the wrong positioned were resolved with standard troubleshooting. Allegation is for placement signal and anticontamination sleeve. This report is being submitted to correct h1 captured under follow-up report 1220648-2026-08140-3. Upon further review, the report type selected in that submission was determined to be incorrect and the report has been updated accordingly to accurately reflect the appropriate reportable event category. Complaint coding was updated to more accurately reflect the reported event. The appropriate codes are as follows for h6 and have been fully updated and should be considered representation of the reported event. Health effect -impact code f26. Health effect - clinical code e2403. Medical device problem code a0709 and a0414.

Manufacturer narrative:
B5. Additional event description added. H6 codes were updated accordingly based on additional event information.

Event description:
Additional information was received from a clinical narrative. A 16-year-old female with heart transplant rejection and pre-support clinical state consistent with scai shock stage d was supported with an impella 5.5), surgically placed via the right arterial access. The device functioned as intended at p-4 providing 2.5 l/min of flow with d5w sodium bicarbonate purge solution. During support, the pump was noted to have migrated into a deep position within the papillary muscle, resulting in ventricular arrhythmias and suction events. Imaging guidance (echocardiography) confirmed malposition, and the device was successfully repositioned, after which the arrhythmias and suction resolved. During manipulation, the sterile sleeve was observed to have detached from the plastic component connecting it to the blue lock button; the site was secured with tegaderm dressing and continued monitoring was implemented. The positioning issue was identified prior to the observed sleeve detachment and likely contributed to the damage during repositioning. The patient remained on support at the time of reporting.